Event description:
Related manufacturer report number 1627487-2022-02234. It was reported that, during an implant procedure on (B)(6) 2022, the physician was unable to advance one of the leads into the new ipg. In turn, the old lead was explanted and replaced with a new lead. Postoperatively, the patient has effective therapy. As it is unknown which lead was unable to be advanced, both leads are being reported.

Manufacturer narrative:
The allegation the lead could not be advanced into the header of a new ipg was not confirmed. The lead was received in good condition. Microscopic inspection showed indications that, prior to explant, the lead had been fully inserted and secured inside the header of an ipg. It was also noted the swift-lock anchor had been properly engaged on the lead body. The lead passed a fitment test when tested with a lab ipg. It also passed all electrical tests. The lead displayed normal device characteristics. The root cause of the issue could not be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.